Manufacturer narrative:
Device code a041001 captures the reportable event of balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a dilatation procedure performed on (B)(6) 2023. During the procedure, the physician injected solution into the balloon and a resistance was felt. The device was then removed from the endoscope and a hole was discovered at the tip of the balloon which allowed leakage of the solution. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.